Event description:
The device was being used during a bronchoscopy procedure for removing tumor tissue in the upper right lobe for the purpose of placing a stent. After the second of two samples were taken to remove tissue, the tumor began to bleed. Epinephrine was irrigated through the scope in an effort to stop the bleeding, but the bleeding did not stop and the pt expired. This was the only procedure performed to stop the bleeding. The doctor reported that the bleeding was caused by removing a piece of the tumor which was connected to the pulmonary artery. The doctor reported that the device worked well and did not malfunction. The device was destroyed by the user facility and, therefore, will not be returned to this MFR. Since the device was not returned, a failure analysis could not be performed. Although it is not believed that a device malfunction occurred. A lot device history search was not able to be performed because the lot number was not made available by the user facility. It cannot be determined if the product met specifications because the product was not returned. The co is unable to determine the relationship between the device and the cause of this event without the product. However, the physician did not feel that this device malfunctioned.